Manufacturer narrative:
The device was received deployed with corrosion observable on the pcb through the bottom housing. Due to the extent of the corrosion, data was unable to be obtained form the device. The device was leak tested because of the presence of corrosion and a tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path and resulted in the observed corrosion. No damages or defects were observed that could be contributed to an exposure to thermal energy.

Event description:
It was reported by the (patient) that they removed the active pod and reported that the pod appeared to be damaged internally, and appeared burned. Symptoms of thermal energy exposure, or reports of the device heating were not included. Additional detail has been requested from the customer. The physical device (pod) is expected to be returned for review and analysis investigation.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.